Event description:
Account sales duckbill valve would not open, pt was being resuscitated and it took another 45 seconds until they noticed the saturation was falling. Eventually the staff popped open the valve. Pt was taken to high observed following the incident.